Event description:
New information noted that on (B)(6)2015, the atrial lead was disconnected and reconnected to the pulse generator. All electrical measurements were normal. The patients condition was good post procedure.

Event description:
It was reported that the atrial lead exhibited high impedance, loss of capture and loss of sensing. No intervention was performed and the lead remained implanted. The patient was in good condition prior, during and after the event.

Manufacturer narrative:
(B)(4).